Manufacturer narrative:
One cadd solis vip pump was received with scratched on the lcd lens screen. The event history log was reviewed and there was no evidence of the reported issue. Functional tests were performed and the error was verified through mu mode. In mu mode, the reported issue was able to be replicated on the status screen. The air detector had a constant pass indication without any alarm. The air detector was non-reactive and defective. The air detector will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a faulty air in line sensor and the pump would not alarm. There was no reported adverse event.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, occurred during in-house testing.